Event description:
As reported lead was capped/abandoned due to high pacing thresholds, loss of capture, no asystole. The lead was suspected of conductor fracture/insulation. A new epicardial lv lead was placed on (B)(6) 2016.